Event description:
Sorin group USA rec'd a report that during the vein harvesting procedure the upper tip of the bipolar broke off inside the pt's leg. The clinician recovered the piece from the pt's leg. There was no pt injury.

Manufacturer narrative:
Sorin group USA rec'd a report that during the vein harvesting procedure the upper tip of the bipolar broke off inside the pt's leg. The clinician recovered the piece from the pt's leg. There was no pt injury. The bipolar device was returned to sorin group USA for eval. The investigation is on-going. A f/u report will be sent when the investigation is complete.